Manufacturer narrative:
Submit date: 7/5/16. A device history record review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There were no samples returned with this complaint and the notes in the complaint database indicated the samples were discarded by the customer. The reported condition could not be confirmed without samples to review. The exact root cause could not be determined because no samples were returned with this complaint. The most probable root cause for the damaged syringe was potentially due to a double loaded barrel by the barrel loader of the ram. When this occurs, the top (flange area) of the first barrel is damaged by the bottom (luer area) of a subsequent barrel. There are no inline inspection stations for detecting damage at the top of the barrels, so a random event could have passed through in-process inspection undetected. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for proper assembly. The lot met all defined acceptance requirements and was released. Based on the information available and the investigation findings, a corrective and preventive action (CAPA) will be evaluated..

Manufacturer narrative:
An investigation is currently under way; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe and needle combination. The customer states the syringe case is broken and there are burrs on the needle.